Event description:
A customer reported receiving a minimum fill notification while using their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to resolve the issue by replacing the cartridge but was unsuccessful. Technical support instructed the customer to remove the pump from its case and properly clean it, but the issue persisted. Ultimately, technical support guided the customer through correctly loading a new cartridge into the pump, which resolved the issue. The customer acknowledged that they had not previously completed the air removal step during their attempts. Technical support provided education on the best loading practices and arranged for replacement cartridges to be sent to compensate for those used during the attempted troubleshooting.